Event description:
Hcp reported the pt presented with flu-like symptoms four days after a heavy lifting episode. They then woke with numbness of the left foot which progressed over 3 hours to both weakness and numbness. Later they experienced sudden onset of right lower extremity weakness and numbness and was then admitted to the hosp with acute urinary retention and parapresis. An MRI and CT scan were done and the pump was discontinued. The pt was then admitted to another facility after their initial 2 1/2 week hosp stay. There, a catheter side port study showed the catheter had migrated from t10 (at implant) to l1 and no csf could be aspirated. Another MRI was performed had negative results. A blood patch was done which gave some improvement of right lower leg anesthesia and weakness. A lumbar puncture found "very few white cells, no organisms" which "possibly suggest a possible transverse myelitis which would explain the bilateral symptomatology and sudden onset." The pt was then transferred to a rehabilitation center "for ongoing care of their lower extremity paraparesis, the etiology is probably arachnoidits but never fully explained by investigators." No further pt outcome info given.